Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained low blood glucose of 31mg/dl. The customer's blood glucose at the time of the call was 337 mg/dl. Troubleshooting found that the pump settings are normal and the pump is functioning fine. Customer was advised to follow up with their doctor regarding the low blood glucose, monitor pump and to call back if issues persist.